Event description:
Additional information reported received that the patient visited their health care professional complaining of severe back pain. The examination found thrombosed hemorrhoids, which were treated. The impedances were normal and the implantable neurostimulator was working fine. There was no patient injury and the patient was not hospitalized.

Event description:
The patient experienced a loss of balance and believed the ins was sending waves to her brain. The ins was turned off. Something was 'not right'. She started to experience these symptoms in the middle of the night on (B)(6) 2012 - (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lead model 3889-28, lot# v780818, implanted: 2011 (B)(6). (B)(4).